Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device was received with the inner seal assembly and duckbill deformed as the obturator was returned inserted through the sleeve. The seal set caused by sterilization with the obturator inserted through the seal generally increases the leak rate. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap appendectomy procedure the trocar was leaking. Another device was used to complete the case with no patient consequence.